Event description:
Charite' artificial disc replacement was placed off centered significantly to the left. Wrong size put in, did not have the required pre-operative discogram. May be the wrong level since there were 2 bad levels since the start. Severe subsidence in the lower plate - the disc did not move, spinal stenosis, scoliosis, arthritis in facet joints, herniation at l5-s1, bulge or herniation at l3-l4, max lordosis, and staples they use to hold back veins weren't removed as should be. Have severe groin pain, it hurts to make a bowel movement. Urinate more frequently. Have problems sleeping. Can't walk far, sit for long or lay too much. Bottom of their feet hurt bad. Hurts bad when pt coughs or sneezes. Pt has leakage, pt gets spasms in back of their right thigh. Legs get tired and weak easily.